Event description:
Literature was reviewed regarding a 37-year-old male patient who underwent aortic valve replacement using a non-medtronic product and mitral annuloplasty using a medtronic 30mm cg future annuloplasty ring.  It was reported that one week post implant, the patient underwent transvenous permanent pacemaker insertion due to the persistence of complete atrioventricular (av)  block. No further information was provided pertaining to medtronic product.

Manufacturer narrative:
G2: citation: authors: mrinal patel, et al.. Aneurysms of aortic sinus of valsalva dissecting through the interventricular septum with rupture into the left ventricle: case series and literature review. World journal for pediatric and congenital heart surgery 15(3) 340-348 2024. 10.1177/21501351241241322. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the causation of the said complication is unlikely due to the medtronic 30mm cg future annu loplasty ring. No further information was provided pertaining to medtronic product.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.